Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Event description:
It was reported that an infection occurred. Symptoms included redness, induration and cellulitis at the pump pocket site along with a urinary tract infection which was discovered overnight thursday night ((B)(6) 2013) to friday. The patient¿s system had recently been replaced (refer to manufacturer report # 3004209178-2013-17520 for the replacement). The health care provider (hcp) wanted to manage the patient for possible intrathecal baclofen withdrawal while addressing the infection. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the infection was located at the device pocket and catheter track. The patient presented with a fever, redness, swelling, pain, and an increased white blood cell count. It was indicated that a culture was obtained and staphylococcus aureus was cultured. To treat the infection, intravenous antibiotics were used and the device system was completely explanted. The infection resolved, but the event was ongoing. It was stated that the patient had experienced withdrawal symptoms including itching and increased tone. It was also noted that the patient¿s last refill had taken place on november 2nd at the implant. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).